Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
A physician attempted an arteriotomy closure using the starclose device in the femoral artery. The physician heard the first and second click of the starclose device. Post the second click, the starclose device came apart exposing the inside of the device. The physician was unable to use the safety release button. The pt required surgery to remove the device. Closure was achieved in surgery.